Event description:
I purchased a device called the fasciablaster from ashley black. I followed instructions given by ashley and other videos that she promoted. As a result of using this product, I have gained about (B)(6) pounds despite eating clean and exercising. The only thing that changed during my use of the blaster was adding the use of the blaster. This weight is very hard to lose and I feel like I have just swollen up. Also, the cellulite on my legs is worse than when I started blasting. I am having my blood work checked soon to see if it completely disrupted my hormonal system. There are many women that have gained weight as a result of using this tool. The inventor, ashley black, uses deceptive marketing practices. She has a pattern of removing people from her (B)(6) group "fasciablasters" if they comment negatively about the product even though they are stating the truth about their results. This is the link to a supposed study that ashley black recently conducted with the use of the tool. My belief is this study was not put together very well and it is certainly not conducive of a proper clinical trial. Https://ashleyblackguru.com/findings/